Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2018-02714. It was reported that during the patient's (clinical study) 3 month follow up, the physician noticed high impedance on right side. X-rays were taken and confirmed damage to the right extension lead and twiddler's syndrome on both sides. As a result, surgical intervention may be pending to address this issue.

Event description:
Device 2 of 2, reference MFR report #: 1627487-2018-02714. Follow up revealed that the patient underwent surgery to have their extensions replaced.

Event description:
Device 2 of 4: reference MFR report #: 1627487-2018-02714 , reference MFR report #: 1627487-2018-10383, reference MFR report #: 1627487-2018-10384. Additional information received indicated only the right-side extension was explanted and replaced. Also, during the procedure both ipgs were found to have twisted in the pocket. The physician created a new submuscular pocket for each of the ipgs and sutured the devices to the deep pectoralis fascia. The issue is resolved.

Event description:
Device 2 of 2: reference MFR report #: 1627487-2018-02714. Additional information received indicated the issue is resolved.